Manufacturer narrative:
Patient # (B)(6) index procedure performed on (B)(6) 2021. Patient # (B)(6) underwent revision surgery on (B)(6) 2023 due to implant at max-elongation > fracture during monitoring, as part of the pas study, apifix identified from patient (B)(6) (pas # 086-a038) underwent removal surgery on (B)(6) 2025. This is the second reoperation of this patient. There was an increase in kite angle and the patient reported that he feels a popping sensation in his left lower back associated with pain; also, the patient is 3-year post-op and skeletally mature. During the removal procedure, it was reported that the female portion of the mid-c disassociated from the ratchet body. Apifix followed up with the reporter to obtain pre-removal x-rays. Clinical affairs reviewed images from 5- & 7-months post re-op (late 2023, early 2024) and measured the extender ngle at 25°; no images are available from the immediate post re-op so it's unknown how the extender was positioned at the time. Apifix is following up with the reported to provide immediate post (first) re-op images. Device received to apifix on 19-feb-2025, awaiting shipment to op. 24-feb-2025 - device sent to op for cleaning/sterilization and returned product analysis.

Event description:
During monitoring, as part of the pas study, apifix identified from patient (B)(6) (pas # 086-a038) underwent removal surgery on (B)(6) 2025. This is the second reoperation of this patient. There was an increase in kite angle and the patient reported that he feels a popping sensation in his left lower back associated with pain.